Event description:
As reported, approximately 9.3 years post initial right tsa, the male patient had a revision due to wear and osteolysis. A competitor¿s reverse glenoid was used with fresh femoral head bone grafting. The exactech stem was attempted to be kept but it was too tight, so it was then removed and converted to a competitor¿s stem broached lower into the humerus for space. No complications were noted. Explants not available.

Manufacturer narrative:
Section d10: concomitant products equinoxe, humeral stem primary, press fit 11mm (cat# 300-01-11 / serial# (B)(4)), equinoxe replicator plate 4.5mm o/s (cat# 300-10-45 / serial# (B)(4)), equinox square torque define screw drive kit (cat# 300-20-02 / serial# (B)(4)), equinoxe, humeral head short, 47mm (beta) (cat# 310-01-47 / serial# (B)(4)), equinoxe reverse shoulder drill kit (cat# 321-20-00 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.